Event description:
Placed a IV in a patient and clicked the release button to retract the needle and the needle retracted halfway. Health care provider pushed the release button again and it still would not retract all the way in the cage.